Manufacturer narrative:
(B)(4).

Event description:
It was reported that a home patient (hp) had an unknown infection. The hp was switched to hemodialysis while her catheter was being replaced. The catheter was being replaced due to the infection. No additional treatment was reported. No further information was received at the time of this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up medwatch will be submitted.